Event description:
There was an allegation of discrepant inr results with coaguchek vantus meter (serial number unknown) compared to an unknown laboratory method. At 11:41 a.m. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 2.5 inr. Within 4 hours, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 2.0 inr. At 10:30 a.m. On (B)(6) 2023, a sample from the patient was tested using an unknown laboratory method, resulting in a value of 1.9 inr. At 10:46 a.m. On (B)(6) 2023, a sample from the patient was tested using the meter, resulting in a value of 2.2 inr. The patient's warfarin dosage was increased based on the meter results. The patient¿s therapeutic range is 2.0 - 3.0 inr. The testing frequency is mainly bi-weekly, or as needed based on results if they are out of range.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The meter and the test strips were requested for investigation. The products have not been received at this time. If the products were returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."